Manufacturer narrative:
(B)(4) - infection. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted for the same patient. See also medwatch 2210968-2011-00298.

Event description:
It was reported that the patient underwent an endometrial thermal ablation procedure, a sling procedure, a dilation and curettage, and a hysteroscopy procedure on (B)(6) 2011. On (B)(6) 2011, while checking the sling, the surgeon noticed a vaginal burn the length of the anterior wall of the vaginal canal which was the size of the catheter used in the procedure. The patient had a retroverted uterus and during the procedure, the surgeon had elevated the catheter against the anterior wall and put some torque on it to complete the procedure. During the procedure, there was no indication that anything had happened with the catheter. The vagina is healed as of (B)(6) 2011 but the patient experienced a foul vaginal discharge. A necrotic piece of tissue was in the cervical os, but the cervix was normal. A vaginal culture was done and metrogel was started twice daily for five days.